Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported a kinked cannula after delivery of the device. Several attempts to reposition were unsuccessful, therefore, the pump was removed and percutaneous coronary intervention (pci) proceeded with no harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Base on the clinical data root cause of the low pump flow was cannula kink in the ascending aorta and reposition failed due to patient condition related. This report is being filed as part of a retrospective review of historical records.